Manufacturer narrative:
The bed could not be located in the hospital's maintenance area.

Event description:
It was reported that the head end of the bed moves when the tv volume control is pushed. No adverse consequences to the pt or operator were reported.